Event description:
It was reported that the patient experienced a hemorrhagic stroke, which ultimately resulted in death. An enroute transcarotid stent was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. One hour post procedure, the patient experienced stroke symptoms and imaging performed revealed a hemorrhagic stroke. Further image review revealed a large right hemisphere hemorrhage with midline shift, edema, and intraventricular bleeding. Additionally, it was also reported that the patient had high blood pressure before, during and after the procedure. No intervention was performed and the patient passed away on (B)(6) 2025.